Event description:
It was reported to philips healthcare that the heartstart mrx failed to charger. There was no reported pt impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.